Event description:
As reported: "the customer planned to implant an asnis iii 4.0mm screw, but the screwdriver in their 4.0mm kit didn't fit in the screw head. So they opened the asnis 5.0mm instrument, tray took out the belonging screwdriver for asnis 5.0mm screw and implanted the screw with this screwdriver. Since they could implant the opened screw with the screwdriver from 5.0mm instr. Set, they believe that it was a screw with correct length but that it was a 5.0mm screw packed in a implant box for 4.0mm."

Manufacturer narrative:
The reported event could not be confirmed. A x-ray showing the implanted screw was returned, however, it does not give enough evidence to confirm the reported event and determine a possible root cause. The affected device or further evidence would have been necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.